Event description:
It was reported that during an ablation procedure, a polarx catheter was selected for use. However, toward the end of the procedure, the temperature drop was suboptimal throughout the case. Additionally, while performing ablation on the right inferior pulmonary vein (ripv), the error message error 1 - 00004000-2: console detected blood in the catheter was displayed, and visible blood was observed in the catheter. The physician decided to replace the device, and the issue was resolved. The procedure was completed without patient complications. The device is expected to be returned for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The polarxfit catheter was evaluated by boston scientific. Upon receipt at our post market quality assurance laboratory, the device was visually inspected for any damage that would have led to the allegation seen in the field. Visible blood was found inside the balloon region. The proximal balloon bond failed, allowing fluid to ingress triggering a true blood detection error. It was also noted that the device was returned with the balloon detached from the proximal region. Functional tested could not be attempted to recreate the temperature issue. The thermocouple wire was also visible damaged as it was withdrawn through the polarsheath. Laboratory analysis was able to confirm a true blood detection error.

Event description:
It was reported that during an ablation procedure, a polarx catheter was selected for use. However, toward the end of the procedure, the temperature drop was suboptimal throughout the case. Additionally, while performing ablation on the right inferior pulmonary vein (ripv), the error message error 1 - 00004000-2: console detected blood in the catheter was displayed, and visible blood was observed in the catheter. The physician decided to replace the device, and the issue was resolved. The procedure was completed without patient complications. The device was returned for laboratory analysis.